Event description:
During mechanical lithotripsy the physician used an extraction basket with a cook endoscopy soehendra lithotripsy cable. During lithotripsy the basket became lodged in the tip of the lithotripsy cable. Several attempts were made in an effort to collect additional information regarding patient impact and product usage. The complainant was unable to specify if the patient experienced any adverse effects or required additional medical procedures due to this occurrence.

Manufacturer narrative:
Information regarding section e1: the name and address of the initial reporter was provided to us by our distributor in foreign country. Evaluation: we were unable to confirm the report as it was described because the lithotripsy cable was not returned to cook endoscopy for evaluation. We received an extraction basket for evaluation. The outer sheath and handle of the extraction basket had been removed and were not included in the return. The appearance of the returned extraction basket suggests mechanical lithotripsy had been attempted. A discrepancy or anomaly that could have the reported observation, was not observed during our analysis of the extraction basket. We were unable to conduct a review of the device history record or conduct a sample test from the lithotripsy cable lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use list contraindications associated with use of the soehendra lithotripsy cable. The contraindications include an ampullary opening inadequate to allow for the unimpeded passage of the stone and basket. If the ampullary opening is inadequate to allow for passage of the stone and basket, this could have contributed to the reported difficulty with dislodging the basket. Prior to distribution all soehendra lithotripsy cables are visually inspected to ensure device integrity. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity no corrective action is warranted at this time. No further action is warranted at this time because this report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.